Event description:
Puncture site was oozing and not resolved with holding pressure. Femoral closure device in place. Lidocaine with epinephrine was injected to stop oozing. Patient was discharged home the next morning without further complications.